Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the machine suddenly had a black screen and shut down automatically. It was noted at the same time, an alarm was issued. As a result, it could not be restarted and continued to use, so the machine was immediately changed for treatment. There was no report of patient complications, patient condition was marked as fine.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of machine shut down is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot numbers with 2 relevant findings. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that the machine suddenly had a black screen and shut down automatically. It was noted at the same time, an alarm was issued. As a result, it could not be restarted and continued to use, so the machine was immediately changed for treatment. There was no report of patient complications, patient condition was marked as fine.